Manufacturer narrative:
Correction: b2, d2 (product code), g5 (510(k).

Event description:
It was reported that alaris brain and pca set up possibly over infused and caused cardiac arrest. Logs were pulled and it was noted that there was a large gap (2 days) in the log after a line that states rds_connection_lost. It was reported that the event happened during the gap. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: d11. Correction: h6 patient information. The report of a pca overinfusion causing cardiac arrest was not confirmed. The intended programming was not reported and therefore a determination on whether an overinfusion took place could not be made. The pca ran from 7:47 pm on (B)(6) 2020 until 5:14 am on (B)(6) 2020 and was initially programmed for a continuous dose only infusion of 2ml/hr, however the rate was changed multiple times during this period. The total volume recorded for both the continuous dose and the bolus doses was 22.566ml. Also, during this time, the pca was programmed to deliver 5 boluses. Four of the boluses were programmed to deliver 1ml at 150ml/hr and 1 bolus was programmed to deliver 0.5ml for a total of 4.5ml. The ¿gap¿ in the log that the customer is referring to is not due to missing entries, but simply means that either the device and/or system was not powered on or the pca module was in use with a different pcu. This was verified in the pca event log and shows that the pca module was used with a different pcu (pcu s/n (B)(6)) from 12:53 am on (B)(6)2020 until 7:47 pm on (B)(6) 2020, when the pca module was attached to this pcu (pcu s/n (B)(6) and that is the reason there appears to be a gap in the pcu event log. The device was being used for treatment. The device was not returned for investigation. The root cause of the reported pca overinfusion causing cardiac arrest was not identified. Device history review: review of the pca module s/n (B)(6) service history record showed the device had a manufacture date of 17 april 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 28 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that alaris brain and pca set up possibly over infused and caused cardiac arrest. Logs were pulled and it was noted that there was a large gap (2 days) in the log after a line that states rds connection lost. It was reported that the event happened during the gap. Although requested, additional information was not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that alaris brain and pca set up possibly over infused and caused cardiac arrest. Logs were pulled and it was noted that there was a large gap (2 days) in the log after a line that states rds_connection_lost. It was reported that the event happened during the gap. Although requested, additional information was not provided.